Manufacturer narrative:
G2: citation: authors: stefano gennai z , francesco andreoli z , nicola leone * , luigi alberto maria bartolotti, gianmarco maleti, roberto silingardi. Incidence, long term clinical outcomes, and risk factor analysis of type iii endoleaks following endovascular repair of abdominal aortic aneurysm. European journal of vascular and endovascular surgery 2023. Doi: 10.1016/j.ejvs.2023.03.018 earliest date of publication used for date of event average age and gender provided no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "incidence, long term clinical outcomes, and risk factor analysis of type iii endoleaks following endovascular repair of abdominal aortic aneurysm." The time frame of this study was over 26 years. Aneurx, talent and endurant ii stent grafts were implanted along with multiple non-medtronic manufacturer¿s devices were used in the study population. Among patient adverse events included: rupture and reintervention. The cause of the ruptures are undetermined.